Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a patient with a smiths medical deltec® port-a-cath® sustained a device failure (iddd failure). It was reported that the patient was receiving arylsulfatase a via intrathecal route when the moderate/grade 2 failure occurred. Subsequently, the device was required to be removed and another port was placed. The patient was reported to recover and was discharged the same day. There were no further reported adverse effects.